Manufacturer narrative:
E1: initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two hours after starting treatment with polyflux 140h dialyzer, the patient experienced palpitations, chest tightness, sweating discomfort, and low blood pressure. Treatment was discontinued and the patient was administered a dexamethasone injection. It was reported the symptoms were relieved. No additional information is available.